Event description:
Customer stated "when consumer plugged in pad and press down on the toggle switch, he received an electrical shock." The product was never returned for investigation. The product was approx. 4 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.